Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in both heavily calcified common femoral arteries were attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the proglide plunger was removed on all four proglide devices. Two additional proglide devices were successfully pre-placed at each common femoral artery. The aaa procedure was completed and the successfully pre-placed sutures were used to achieve hemostasis at both common femoral arteries. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.